Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage. Eu2574 - 921 (r812905401, r812836801). It was reported that on 29 nov. 2023, a 25mm navitor valve was implanted in a patient with an implant depth of 4.2mm at non-coronary cusp (ncc) and 5.7mm at left-coronary cusp (lcc). It was reported that the patient had a complete heart block. There was no treatment reported. On (B)(6) 2023, post interventional thrombocytopenia and petechia skin hemorrhages on legs. Thrombocytopenia was that to be due to pre-interventional administration of heparin. Patient was treated with medication (thrombo ass). The patient is reported to be stable.

Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have a history of this type of arrhythmia, there was no calcification extending beneath aortic annular plane in the interventricular septum, and that the valve was implanted 4.2mm from the non-coronary cusp, which is deeper than the optimal 3mm depth and could have contributed to the heart block. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.